Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert due to right ventricular pacing impedance out-of-range (oor), although, no exact measurement was noticed. Technical services (ts) reviewed the case and could not find any measurements as well. No evidence of noise presented. Further evaluation will be performed remotely. Attempts to obtain additional information were unsuccessful, no further information was known. Eventually, further information was received. Both shock impedance and pacing impedance have shown high oor measurements. In addition, a non-sustained ventricular tachycardia episode was noticed showing some noise oversensing. Ts recommended to perform a commanded shock on this patient to evaluate this patient's right ventricular (rv) lead real shock impedance. Additional information indicates that ts from competitor reviewed this case as well and notice adequate shock impedances. And, because this crt-d's has the old header, a spring connector issue was suspected due to the previously mentioned noise/oversensing. However, ts indicate that this issue would not likely cause fluctuations on the shock impedance. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).